Event description:
Allegedly revised due to a broken component. Patient had pain and swelling.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The device continued to serve as a distal femoral implant, even though it could not be lengthened. The isolant ring was most likely broken as a result of a motion between the locking ring and tube. The cause of the initial implant issue cannot be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00039.